Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. .

Event description:
It was reported that they received an alert 14 (patient temperature 1 probe out of range). They could not get patient temperature to register on the device. Mis verified that they have probe plugged in the pt1 (patient temperature) port and nurse tried unplugging and plugging back in and flexing cable with no change. Dash lines where patient temperature should be. Mis tried to have them see if probe works on bedside monitor, but nurse stated that they have multiple patients on the device right now and could not find cable for other monitors. Mis advised that they might need to just change out the temperature cable. Nurse stated that that it would just be easier to change out temperature sensing foley probe.

Event description:
It was reported that they received an alert 14 (patient temperature 1 probe out of range). They could not get patient temperature to register on the device. Mis verified that they have probe plugged in the pt1 (patient temperature) port and nurse tried unplugging and plugging back in and flexing cable with no change. Dash lines where patient temperature should be. Mis tried to have them see if probe works on bedside monitor, but nurse stated that they have multiple patients on the device right now and could not find cable for other monitors. Mis advised that they might need to just change out the temperature cable. Nurse stated that it would just be easier to change out temperature sensing foley probe.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "sensor wire too weak." It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned